Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient's indwelling intrathecal drug delivery system was implanted in 2002. The patient was admitted as the indwelling catheter had fractured resulting in poor pain control. The procedure to replace the indwelling catheter was reported to be uncomplicated.

Event description:
It was reported that the catheter was replaced/revised on (B)(6) 2014. The pump was being used to deliver morphine. The reason for the revision, patient symptoms, and the patient outcome were not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.